Event description:
An attempt was made to use the device defibrillation paddles to monitor the pt's ECG. The monitor reportedly failed to display the pt's ECG and displayed dashed lines. The device operator switched to using the hands-free therapy cable and disposable defibrillation electrodes to monitor the pt's ECG and proper operation was observed. The patient's outcome was not reported.

Manufacturer narrative:
Physio-control evaluated the device. It was observed that two broken pins from the hardpaddles assembly remained in the therapy connector assembly. After replacing the internal therapy connector assembly and the hardpaddles assembly, proper operation was confirmed and the device was returned to the customer.